Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient's battery was deemed inoperable. Surgical intervention may occur later to address the issue.